Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During the index procedure a protege everflex stent was used to treat the common iliac, external iliac ((B)(6) 2024). Patient suffered full-thickness ulceration over the lateral aspect of the forefoot centered over the metatarsal head with exposed bone and known osteomyelitis of the fifth metatarsal ((B)(6) 2024). The event was treated with right fifth ray amputation; irrigation and sharp excisional debridement of right foot soft tissue infection; rotational pedicled flap, right foot; application of a wound vac to an area measuring 3x2c. Patient recovered/resolved with sequelae.

Manufacturer narrative:
Update received 23 jul 2025: during the index procedure two protégé everflex stents were used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.